Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the lead pacing impedance was about 1400-1500 ohms, but then kept rising to 1700 ohms when it was in place. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.